Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material coming out of the forceps channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in urf-v3 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.